Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ chest pain: unable to observe as it is not related to the manufacturing process. ¿ dyspnea: unable to observe as it is not related to the manufacturing process. ¿ other-medical: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via cat scan. Healthcare professional additionally reported hole non-specific. Healthcare professional also reported shortness of breath, chest pain, nissen 7 years ago, esophageal foreign body sensation," all not related to the device. The device has been explanted.

Event description:
Healthcare professional reported "rupture" confirmed via cat scan. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported hole non-specific. Healthcare professional also reported shortness of breath, chest pain, nissen 7 years ago, esophageal foreign body sensation," all not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.